Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2003. The patient awoke prematurely from anesthesia, expelling the speculum, procedure sheath, and hot fluid. The doctor tried to replace the procedure sheath and restart the system, but after two loss alarms he aborted the procedure, saying he could not regain visualization. There was a vaginal burn and blistering on the buttocks which were treated with silvadene cream.